Event description:
During a procedure the generator displayed the message "unsafe prove 1 detected. Check probe and connectors." The probe and grounding pad were changed several times but the issue remained. The procedure was abandoned. No further information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be determined.

Manufacturer narrative:
Additional information: one 3 lesion nt1100¿ pain management rf generator was received for analysis. Visual inspection of the returned generator indicated all I/o connectors and labels appear to have no physical damage. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no display issues were observed. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed as the device functioned properly during the evaluation.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
During a procedure the generator displayed the message "unsafe prove 1 detected. Check probe and connectors." The probe and grounding pad were changed several times but the issue remained. The procedure was abandoned.